Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, implant date, explant date and other relevant history, including preexisting medical conditions were not provided. Information was requested but not available. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), patient experienced failure of implant to integrate.